Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. There was no patient injury reported.

Manufacturer narrative:
The service technician replaced the ventilator motor, downloaded the logs and provided both for investigation. The reported stop of automatic ventilation could be confirmed by means of the information recorded in the log at the date of event. At 18:32:01 the apollo detected a deviation related to the position of the ventilator piston. The device reacted as specified for this failure scenario as it generated a ventilator fail alarm and automatically switched to man/spont. In this mode the case was continued manually by the user for 19 minutes until the apollo was switched to standby. The inspection of the motor revealed that insufficient electrical contact between the collector disc and the carbon brushes was the root cause of the detected deviation. The motor assembly is designed for a durability of >10 years. This particular motor failed after about 8 years. The amount of such premature failures is within the expected and accepted range. The motor was replaced. Further actions are not required.

Event description:
Please see initial-report.